Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found tip 12 was slipping in tip clamp. There was damage to tip clamp holder. Tip clamp holder was replaced. The instrument tested without further problem, and returned to expected operation.